Manufacturer narrative:
Device samples were returned for analysis. Complaint of leaking was confirmed. Three of the returned samples failed the water leak test. The device history record of reported lot was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Based on the analysis results of the three units that failed the water leak test, the cause of the leaking condition reported in this complaint may be related to tubing out of specification.

Manufacturer narrative:
No product returned. Pictures of the device malfunction were analyzed but the reported issue could not be confirmed. A review of the device history record did not identify any non-conformance's and was inconclusive. Root cause could not be identified.

Event description:
It was reported that during the use of anesthesia it was found that the product was leaking. There was unknown patient harm reported as a result of the event.